Manufacturer narrative:
The review of the manufacturing paperwork is being conducted. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 105.0 mm in diameter and was implanted with gore excluder aaa endoprosthesis featuring c3 delivery system. The patient tolerated the procedure with no reported endoleak or complications. On (B)(6) 2016 the patient was diagnosed with ischemia of the sigmoid and underwent a hemicolectomy with stoma. The patient tolerated the procedure.

Manufacturer narrative:
As no product problem deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2016-00257 was submitted in error, and is hereby retracted.